Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited a broken acoustic lens with an exposed glue layer, as well as corrosion in the air/water cylinder and the suction cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the malfunctions could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.